Event description:
It was reported that a shoulder second surgery/revision case was performed. It was initially reported preoperatively that the glenoid component was thought to be radiolucent and was assessed to have come loose due to loosened cement. The humeral side was assessed to be intact. The surgical plan was to top off the trunnion head, replace it with a new trunnion/head, and replace the glenoid. F/u on (B)(6) 2009 provided info that the revision case was completed. The surgeon ended up not removing the glenoid component; it was found to be well-fixated and in a good position. The head and trunnion were replaced, although it was reported it did not appear there was anything wrong with them. The reporter stated the pt's muscles/tendons were found to be contracted which forced the humerus into the glenoid socket. The outcome of the revision was good; the pt was said to have good post-op range of motion. The pt was reported to be very, very large. The revision surgeon was not the same surgeon who originally implanted the device. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Obese. The device has been received and eval is in progress. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, this event was not related to a product problem; the most likely cause of this event was the pt's muscles/tendons were found to be contracted which forced the humerus into the glenoid socket. This is the first complaint of this type for these part/lot combinations. The eval findings shall be communicated to the event reporter. If add'l relevant info is obtained from the investigation, a f/u report will be submitted.